Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not detect multiple cartridges. Additionally, it was reported that multiple occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Customer declined to troubleshoot and declined provide any further information to tandem technical support.